Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated that the arctic sun device would not fill. Inlet pressure (ip) was -0.2, circulation pump command was 100 percentage and failed circulation pump. System hours were 6462 and pump hours were 6106. Customer had requested quote for 2k preventive maintenance.

Event description:
It was reported that the biomed stated that the arctic sun device would not fill. Inlet pressure (ip) was -0.2, circulation pump command was 100 percentage and failed circulation pump. System hours were 6462 and pump hours were 6106. Customer had requested quote for 2k preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a circulation pump component failure. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.